Manufacturer narrative:
Patient information was unavailable from the site. System unknown; therefore unavailable. No devices were returned to the manufacturer for analysis. Device manufacture date: unknown. Therefore manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used preoperative of a catheter placement procedure. It was reported that the control box was not responding even though the power supply and the communication cable were plugged in. It was later found that the pin of the connector was bent. The navigation was aborted. There was an unknown amount of delay to the procedure and no impact on patient outcome.

Event description:
Additional information received from the rep reported that there was 30 minutes delay of time for the procedure and the procedure was continued without using the navigation.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that after straightening the pins on the cabling, functionality was restored.